Event description:
In the (B)(6) (2015) I have found on the left side of the neck lymph node was 2 cm and hard. I have made computer screening and pet (position emission tomography in (B)(6) 2015; have made biopsy for this node and there was diagnosis hodgkin lymphoma modular sclerosis gr 2. Before I have made breast augmentation in (B)(6) 2015. But in (B)(6) 2015, I have made fun screening and computer tomography as well. All was good. No lymph nodes and no other pathology after augmentation I have made blood check in (B)(6) 2015 and leukocytes were higher than before augmentation then I have known that this was the cause of starting my lymphoma.